Event description:
It was reported a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a the moderately tortuous and moderately calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.